Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the distal-humeral peak. Suspicion of an fatigue fracture.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description states that a revision was performed due to fracture of the distal-humeralpeak. Suspicion of an fatigue fracture. All parts were returned for analysis. The analysis were performed by the supplier and by the engineering. Visual analysis of the returned stem shows a rupture of the prosthesis. Because the fracture surfaces have been ground smooth, metallurgical analysis cannot provide a definitive conclusion about the cause of fracture. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The review of the 2 x-rays of the right shoulder provided confirms a fracture of the humeral stem. Due to lack of any other information, it was not possible to determine the root cause for the noted device fracture. The review of the clinical notes provided does not enable to determine the root cause for the complaint. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Given the lack of proximal bone support and the length of time implanted it is likely that the implant had only distal fixation and that fatigue played a significant role in the stem fracture. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.